Event description:
Study event. Device malfunction: none. Symptoms: nonhemorrhagic lacunar infarct. Time of symptoms/ae: 4 days post-procedure. It was reported that the pt experienced a stroke 4 days post-procedure. CT scan revealed a tiny nonhemorrhagic lacunar infarct in the right basal ganglia. The overall appearance of the pt was stable. Heparin was administered for three days. The pt improved and was discharged. Add'l info has revealed that the pt died 2007. The cause of death is cancer. No add'l info available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.